Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not disengage from the catheter to deploy. The handle was maneuvered open and close several times for the clip to release from the catheter but still unsuccessful. Ultimately, the handle broke and the control wire came loose and fell off from the handle area. The device was then removed along with the scope and the procedure was completed with another resolution clip. Note: the photos submitted by the customer show that the control wire inside the handle detach from the rest of the device. Additionally, it could be observed that the coil catheter is unraveled at the distal end near the bushing. There were no patient complications reported as a result of this event. Additional information received on july 24, 2023. It was reported that after 30 minutes of trying to get the clip to release from the catheter, the clip fell off from the tissue, and a minimal bleeding occurred at the site. The patient was offered to spend the night in the hospital for observation, but the patient felt comfortable going home. Additional information received on august 9, 2023. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block g2: medwatch # is (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip would not disengage from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, the device returned without the blue grip and the spool was separated from the handle. The control wire was kinked at the handle section. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. The coil was unraveled, and the catheter was kinked at the distal end. A media analysis was performed to the photo submitted by the customer, and it could be observed that the spool was separated from the handle, the catheter was kinked at the distal end and the clip assembly was stuck into the bushing. No other problems with the device were noted. The reported event of clip would not disengage from catheter was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms in order to activate them. However, due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Subsequently, due this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip, causing the control wire and clip detachment, resulting to a deployment problem. Regarding the clip assembly being deformed, this is likely due to the entrapment against the bushing. Additionally, it is most likely that due to the adversities faced during the clip deployment, the customer attempted to pull the control wire causing the kinked found on the handle section and also, causing the spool detachment from handle. Also, these previous mentioned difficulties can be the root cause of the found problem of catheter kinked and unraveled at the distal end. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not disengage from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not disengage from the catheter to deploy. The handle was maneuvered open and close several times for the clip to release from the catheter but still unsuccessful. Ultimately, the handle broke and the control wire came loose and fell off from the handle area. The device was then removed along with the scope and the procedure was completed with another resolution clip. Note: the photos submitted by the customer show that the control wire inside the handle detach from the rest of the device. Additionally, it could be observed that the coil catheter is unraveled at the distal end near the bushing. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not disengage from the catheter to deploy. The handle was maneuvered open and close several times for the clip to release from the catheter but still unsuccessful. Ultimately, the handle broke and the control wire came loose and fell off from the handle area. The device was then removed along with the scope and the procedure was completed with another resolution clip. Note: the photos submitted by the customer show that the control wire inside the handle detach from the rest of the device. Additionally, it could be observed that the coil catheter is unraveled at the distal end near the bushing. There were no patient complications reported as a result of this event. Additional information received on july 24, 2023. It was reported that after 30 minutes of trying to get the clip to release from the catheter, the clip fell off from the tissue, and a minimal bleeding occurred at the site. The patient was offered to spend the night in the hospital for observation, but the patient felt comfortable going home.

Manufacturer narrative:
Block g2: medwatch # is 2401660000-2023-8005. Block h2: additional information: block b5 (describe event or problem), e4 (init rptr also sent rep to FDA), g2 (report source), h6 (patient code and impact code), and h10 (additional MFR narrative) have been updated based on the additional information received on july 24, 2023. Block h6: imdrf device code a15 captures the reportable event of clip would not disengage from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, the device returned without the blue grip and the spool was separated from the handle. The control wire was kinked at the handle section. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. The coil was unraveled, and the catheter was kinked at the distal end. A media analysis was performed to the photo submitted by the customer, and it could be observed that the spool was separated from the handle, the catheter was kinked at the distal end and the clip assembly was stuck into the bushing. No other problems with the device were noted. The reported event of clip would not disengage from catheter was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms in order to activate them. However, due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Subsequently, due this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip, causing the control wire and clip detachment, resulting to a deployment problem. Regarding the clip assembly being deformed, this is likely due to the entrapment against the bushing. Additionally, it is most likely that due to the adversities faced during the clip deployment, the customer attempted to pull the control wire causing the kinked found on the handle section and also, causing the spool detachment from handle. Also, these previous mentioned difficulties can be the root cause of the found problem of catheter kinked and unraveled at the distal end. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.